Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer stated that qc was passing at the time of the event, but when it is ran as a patient, the value is lower. The investigation is ongoing.

Event description:
There was an allegation of 3 questionable sodium electrode results from the roche 9180 electrolyte analyzer. Patient 1's initial result was 118 mmol/l, and the repeat result from a cobas pure was 137 mmol/l. Patient 2's initial result was 121 mmol/l, and the repeat result from a cobas pure was 138 mmol/l. Patient 3's initial result was 118 mmol/l, and the repeat result from a cobas pure was 137 mmol/l.

Manufacturer narrative:
The customer changed all the electrodes and tubings, resolving the issue. The investigation was unable to determine a direct root cause, as additional information necessary for the investigation was not available. It was confirmed that the customer was able to resolve the issue, and the instrument is operational.